Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) and transvenous right ventricular (rv) defibrillation lead were exhibiting variable shock impedance measurements between 60 and 105 ohms, which changed when performing pocket manipulation and isometrics. No noise was observed at the time, and the physician planned to monitor the situation. Several months later, a shock impedance measurement of greater than 125 ohms was detected, generating a latitude red alert. A follow-up clinical evaluation of the patient was now able to produce noise on the rv lead with pocket manipulation, but the noise was not being oversensed. A possible device connection issue was suspected. Additional information was received indicating this device was explanted due to normal battery depletion. It was reported the pocket had previously been reopened to address a loose setscrew. No additional adverse patient effects were reported.

Manufacturer narrative:
The boston scientific crm technical services department recommended performing a full course of isometrics testing, and advised that a maximum energy shock test could be used to assess the integrity of the shocking system. The patient is now being followed monthly via latitude. No adverse patient effects have been reported as a result of these observations. According to current records, this ICD and rv lead remain implanted and in service. This event will be updated if any additional information becomes available. The hospital retained the device post explant. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.